Event description:
Related manufacturer number 3006705815-2022-16040. It was reported the patient experienced a fall and later experienced inadequate pain relief. Diagnostic check performed confirmed the left lead was full of impedances. As a result, surgery may take place later to address the issue. It is unknown which lead is left therefore both leads are being reported.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.